Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. The customer declined to troubleshoot for low blood glucose. The customer stated that the insulin pump had blank display. The customer stated the contacts on the battery cap are neither missing nor damaged. The customer stated that the display did not return after pump restart. The insulin pump will be returned for analysis.